Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was high in the morning and that the customer was in diabetic ketoacidosis. The customer performed a system check and insulin drips were not observed coming from the tubing or luer lock and there was no occlusion alarm. The customer changed the cartridge and infusion set. The bg levels were "back in control". As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the reported issue was unable to be performed.